Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The eye was stabilized and the system was rebooted. The system message cleared and the case was completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system but could not duplicate the system message reported. The supervisor module was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).